Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range shock lead impedance (sli) measurement greater than 125 ohms. Technical services (ts) reviewed device data and determined that the median (sli) had increased gradually over the last year and recommended the patient be seen in clinic to verify lead integrity. No adverse patient effects were reported. This rv lead remains in service.